Event description:
The customer reported a problem with the image from the subject device prior to an unspecified procedure. The procedure was completed using the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, error code e315 (scope error) was displayed. This report is being submitted for the malfunction found during evaluation (error code e315). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Address line 1: (B)(6). During inspection and testing, error code e315 (scope error) was displayed due to fluid invasion and corrosion inside the electrical connector. In addition, the venting connector had gas leakage due to a crack in the resin, the inner part of switch one was squashed due to handling, the top of the key on switch one was swelled up, and the switch box was damaged due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that water invaded the scope connector due to leakage from the venting connector, and the suggested event occurred due to the connector basin breakage. The following is included in the instructions for use (IFU) and may have helped prevent the event: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.